Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited an error message parameter anomaly. After the device was programmed to nominal settings, normal function resumed.